Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug a an implantable pump for spinal pain indications for use. It was reported that the handset was getting slow when they were trying to connect to the pump. The patient stated that it used to do it in 30 seconds. The patient confirmed that the handset was getting stuck at 90%. The agent walked the patient through how to clear all applications and go to the ¿myptm¿ application. The troubleshooting steps that were taken on the call resolved the issue.

Event description:
Additional information was provided from a consumer stated that they were having the same issue that they called about two months ago. The patient stated that when they were trying to bolus, the handset was lagging at 90%. The agent reviewed the data and assisted the patient in deleting data. The patient was able to connect to the handset with no lag. The patient will call back if they need further assistance

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.